Event description:
It was reported that "in (B)(6) 2006 pt received the initial right stryker knee. First revision was (B)(6) 2006 due to pt being "knocked kneed". This made it better but still remained a problem."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Additional info was requested. If it becomes available, the eval summary will be submitted in a supplemental report.